Manufacturer narrative:
Programmer model #: unknown, lot #: unknown; catheter model #: 8709, lot # j12151r18, implanted: 01/27/2005, explanted: unk.

Event description:
It was reported that the health care provider was concerned that he had accidentally programmed a bolus. The hcp also reported patient experiencing an altered mental status. The patient was in the ICU (patient admitted 2 days prior to the report) and they were ruling out the drug infusion system as a possible cause. The patient had been at a different hospital for the prior 2 weeks. A head and spine scan will be ordered. The hcp stated that they now do not believe the drug infusion system was related to this patient's altered mental status. Drug in the pump was hydromorphone. A follow-up information has been requested. A follow-up report will be sent if additional information becomes available.